Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is unknown. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery, replace battery alert, or replace battery now alarms noted during testing or in the pump trace download files. The pump was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.